Event description:
Same case as MFR# 2134265-2009-03533. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and patient death occurred. The target lesion was located in the 80% stenosed and calcified left anterior descending artery (lad) and the 100% stenosed and calcified left circumflex (lcx). The lesions were predilated with a 2.0x20mm non bsc balloon at 14atms and then a 2.75x28mm taxus liberte stent was implanted in the lad and a 2.5x24mm taxus express2 stent along with a 2.5x18mm non bsc stent were implanted in the lcx. The lcx was then postdilated with the stent delivery balloon of the 2.5x18mm non bsc device. The stent delivery balloon was inflated three times at 14-16atms. It was noted that the patient received 300mg of plavix and 200mg of aspirin. After the stents were successfully implanted in the lesions, the patient's condition was stable. Three days later, the patient had signs of a myocardial infarction, along with severe chest pain and sweating. A coronary angiography was performed and stent thrombosis was discovered in the 2.75x28mm taxus liberte stent that was implanted in the lad. It was also noted that the 2.75x28mm stent was not in apposition with the vessel and it looked like the stent had "collapsed". The physician aspirated the thrombus and then inflated a 3.0x15mm non bsc device in the lesion 2 times at 10 and 14 atms. It was noted that there was timi 1 flow and the patient's blood pressure dropped and ventricular fibrillation occurred. It was also noted that vasospasms occurred in the lad and lcx which were treated with nitrate. The physician attempted to resuscitate the patient; however, the patient expired. It was noted that the timeframe from the discovery of the stent thrombosis to the death of the patient was approximately 90 minutes. The documented cause of death was ventricular fibrillation.

Event description:
It was further reported that a 2.50x24mm taxus liberte stent was implanted in the left circumflex (lcx), not a 2.50x24mm taxus express2 stent.

Manufacturer narrative:
Describe event or problem: corrected from 2.50x24mm taxus express2 stent to 2.50x24mm taxus liberte stent(B) (4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.